Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced inflation issues. The physician suspected of a fluid leak; therefore, a surgical procedure was performed to remove and replaced all the components. Upon explant, a hole in the cylinder was identified. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. Visual inspection revealed that both cylinders had wear at fold in the middle of their bodies and buckling folds in the proximal end. Cylinder 1 had a hole in the middle end, consistent with a sharp instrument; therefore, cylinder 1 did not pass the leakage test. No leaks were identified in cylinder 2. The pump was visually inspected, leak and functionally tested. During visual examination, it was noted that the kink resistant tubing (krt) of the pump was worn to the filament, the pump passed the leakage test, however, the component did not pass the functional test. The reservoir was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the reservoir. Based on the information available and analysis results, the pump not passing the functional test could have caused or contributed to the reported clinical observation of inflation issues; consequently, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced inflation issues. The physician suspected of a fluid leak; therefore, a surgical procedure was performed to remove and replaced all the components. Upon explant, a hole in the cylinder was identified. There were no patient complications.